Event description:
The customer reported erroneous troponin I (access accutni) results, for several patients, involving the access 2 immunoassay system. The customer noted wash valve/pump motion errors prior to obtaining the erroneous results. The erroneous results were not released from the laboratory. There was no patient consequence associated with this event. The customer only released the negative results obtained on the alternate access 2 system. Per the laboratory procedure, patient samples are retested on the alternate access 2 system if the results are >0.5 ng/ml. Patient samples were collected in serum tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. Quality control (qc) is performed once daily. The customer indicated all system parameters (qc, system check and calibrations) were within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed bubbles in the wash pump during system priming. The fse replaced the wash and precision pump seals and o-rings, wash manifold o-rings, cleaned the wash and precision valves, and replaced the wash valve rotor and stator. No further evidence of bubbles was observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty wash valve rotor and stator is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).